Event description:
The biomed at the customer site reported a speaker malfunction inop was displayed on the intellivue multi measurement server x2 and no sound was coming from the device. No patient involvement.